Event description:
Lead managment case to extract four leads due to cied system/pocket infection. During the extraction an svc tear occurred, the patient did not survive intervention.

Manufacturer narrative:
(B)(4). Follow up being submitted to provide patient's dob, lot number , manufacture date, expiration date and updated UDI#.